Event description:
It was reported that an occlusion alarm occurred and the cartridge was damaged at the cartridge tubing, interrupting insulin delivery. Reportedly, the customer failed to properly cycle the cartridge. System check was performed by tandem technical support and no issues were identified. Customer reloaded the cartridge to address the issue the customer¿s blood glucose level was 400 mg/dl.

Manufacturer narrative:
Customer failed to properly cycle cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.